Event description:
It was reported that there was a power-on-reset (por) condition and telemetry issues. It was unable to do telemetry. Physician charge mode was started on the day of this report. Patient did recharge last thursday and he would normally charge from half to full every 2-3 days. Antenna locate test was performed and a por message was seen. Implantable neurostimulator started to charge normally. It was later reported that por was performed and stimulation returned. Patient was doing fine.

Manufacturer narrative:
Product ID 3778-75, serial# (B)(4), implanted: 2008 (B)(6), product type lead, product ID 37743, serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient. (B)(4).